Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit from event date (B)(6) 2021. A sample was not received for the second event date. Upon inspection of the unit, it was found that there was damage to the inner wall of the catheter adapter near the luer. The unit was tested for leakage and leakage was observed at the luer. Reported defect was confirmed and determined to most likely be related to the manufacturing process. Damage to the luer may occur due to misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. Corrective actions were initiated to investigate this type of incident. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Bd initiated CAPA (B)(4) in january 2020 to address this issue. The CAPA was closed in september 2021. Since the lot was manufactured prior to the implementation of the CAPA, no new corrective actions are warranted.

Event description:
It was reported that insyte autog bc blu 22ga x 1.0in leaked. The following information was provided by the initial reporter: it was reported that with IV placement, health professional had leaking between j-loop and 22g catheter. 9/2/2021 2:46 pm by (B)(6), with IV placement, had leaking between j-loop and 22g catheter. J-loop replaced x3 without success to stop leaking. Eliminated j-look and just used ivf tubing. Leaking eliminated. Unsure if fault was in the j-loops or the 22g. Packaging saved on all supplies. There was no patient harm.